Event description:
Patient revised due to loosening of the femur, tibia and patella; ostelysis and polyethylene wear noted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reproted device loosening and polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should additonal information be received the investigation will be reopened. Depuy considers the investigation closed.